Event description:
Boston scientific received information via latitude remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high pacing impedance measurements greater than 2,000 ohms. Intrinsic sensing and pacing thresholds measurements were within normal range. The patient had a regular follow-up appointment scheduled in the near future. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the regular follow-up appointment indicated the device and leads were functioning appropriately. The rv lead pacing impedance measurements were between 1,800-2,000 ohms. The daily pace/sense measurements were turned off and the physician planned to see the patient at the next regular follow-up appointment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.